Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultrasmart meter was prompting an error 5 message. The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated that the reported issue began in the middle of 2008 (date and time not specified). During that time, the patient reportedly obtained an "error 5" message on the subject meter. As a result of the reported issue, the patient reportedly "skipped his diabetic medications for some days and took it other days." At an unspecified time, after the reported issue (patient was not sure but stated in the middle of 2008), he reportedly experienced symptoms of "shakiness and sweatiness." The patient stated that he ate a candy and felt fine. Two months later, at around 11 am, the patient reportedly obtained a reading of "120mg/dl" on the doctor's/clinic's meter and was reportedly told to get a new metr. The patient did not receive/require any diabetic treatment. During the troubleshooting, the cca noted that the patient was using expired test strips for testing. The reported issue was not resolved when retested with a new vial of test strips. Replacement products were sent to the patient. Based on the provided information, this complaint is being reported because the patient allegedly developed symptoms that can be associated with hypoglycemia, after the reported issue began.